Manufacturer narrative:
(B)(4).

Event description:
The pt developed a severe headache and a leakage was noted at the spinal incision site. The pt was re-admitted to the hospital on (B)(6) 2010. The pt continued to have extensive drainage from the spinal site with a headache, nausea and dizziness. A catheter revision was done on (B)(6) 2010, as the physician felt that csf (cerebrospinal fluid) was leaking around the catheter at the insertion point. Fluid drainage from the spinal site continued, and the physician decided to remove the pump and catheter on (B)(6) 2010. The device system was used to deliver morphine and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.